Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient experienced angina. In (B)(6) 2013, clinical status assessment indicated the patient's qualifying condition as stable angina. Prior to procedure, the patient was found to have abnormal fractional flow reserve and abnormal stress test or imaging stress test indicative of ischemia and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent with 0% residual stenosis. In addition, a non-target lesion located in mid lad was treated with balloon angioplasty. Three days later, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was diagnosed with angina. No action was taken to treat this event.